Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead, high capture threshold and variable lead parameters were noted. The lead was exchanged, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received a complete lead was returned in one piece. Visual and x-ray inspection did not reveal any anomalies except for damage consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.